Event description:
It was reported that during pre-discharge check, it was noted that the right ventricular lead had dislodged. The patient was asymptomatic. The lead was repositioned successfully. The patient would be monitored with routine follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).